Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during second inflation at rated burst pressure for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.